Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm during testing was noted. The motor passed the motor test. The pump had cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. . The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The father of a customer reported via phone call that the insulin pump twice alarmed motor errors in the past week. On one occasion, the customer was unable to get the pump to work for two hours and another time, they were able to rewind. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.